Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an MRI technician. The patient had stated that said their spinal cord stimulation is not working. When the patient moves their right leg they get "zapped." This problem has been happening "for a while." Troubleshooting was unable to be performed because the patient was at an MRI appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the zapping sensations was stretching, coughing, leaning back in the chair on their back and reaching for something. The patient never had a check up for the zapping. The cause of the issue wasn't determined. The patient changed programs but it didn't work. The issue wasn't resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. An hcp was calling from the or on a new implant. The hcp stated that during the connectivity check the patient's muscles spasm like they were being jolted but not during impedance check. Patient was under general. Hcp stated on the imaging the leads looked to be positioned fine. The contact 11 showed red. The hcp stated the impedances were run at .7v. Tss reviewed that connectivity check might run at a higher intensity. Hcp stated that contact 6 9 and 12 look like they might be touching. Tss reviewed that could cause the sensation as stim concentrates there. Hcp checked impedances and 11, with everything is >40k. 6 9 and 12 are 9-10k with 0 and each other. The hcp decided to close, caller will head to post-op. Tss reviewed to be very careful when programming and try to avoid the contacts that are possibly touching. No further complications were reported or anticipated.